Event description:
Info received indicates the beds head up function is not working when operated from the right siderail.

Manufacturer narrative:
The technician found the head up button on the right siderail caregiver board shorted due to fluid ingress. The technician replaced the caregiver board to repair the bed.